Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient's physician performed defibrillation threshold testing. The first shock at 26j did not convert, however, a 63 ohm shock impedance measurement was observed, followed by the device delivering a 41j shock that did convert, with a shock impedance measurement of 67 ohms. The manual shock lead impedance test (slit) exhibited a shock impedance measurement greater than 125 ohms. The physician has elected to continue to monitor the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient implanted with this device system was hospitalized in critical care or non-device related complications. It was reported that the patient had an infection, which was not device system related and was reportedly very unstable. It was noted that the shock impedance measurement was greater than 125 ohms, with decreased sensing measurements from 15mv to 2mv, with no capture at maximum outputs. The physician had directed the device to be programmed to maximum outputs and turn tachy therapy off while the patient was hospitalized. It was unknown if the non-capture was a result of the non-device related complications or due to a failing non-bsc rv lead. A cat scan was to be performed. No further information was available.

Event description:
Boston scientific received information that shock impedance measurements were greater than 125 ohms. A lead fracture was suspected on the non-bsc right ventricular (rv) lead. The patient implanted with this device system was reported to be an avid weight lifter. An xray of the device system was to be performed, followed by further evaluation, including a non-invasive programmerd stimulation (nips) procedure and a possible revision procedure. To date, no adverse patient effects were reported with this clinical observation.